Event description:
Correction: this event was filed in error and is non-reportable, as it is a patient participating in a clinical study, therefore all adverse events are being reported via the clinical study. There was no allegation or information that suggested device malfunction of approved products being used in the clinical study.

Event description:
It was reported that the patient presented with a "prominent venous pattern r chest and r upper arm". The event date was reported as (B)(6) 2012. The reporter stated that it was initially indicated that it was unknown whether or not it was device related, however, it was later noted as related. The healthcare provider (hcp) was going to do an ultrasound (us) of the area when the patient came in again on (B)(6) 2013 for a planned visit. However, since it was noted that the reason for this us was to rule out venous thrombosis of right axillary or subclavian vein, it was noted that hcp was to see if the subject can come back sooner. The medication in the pump was remodulin. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 10642 lot# j1105884r, implanted: 2012 (B)(6), product type catheter. (B)(4).